Event description:
This is a corrective report on data submitted to the FDA. All corrective fields wil be summarized in h 10.

Manufacturer narrative:
This is correction on device analysis completed on april 9th, 2020 . Cadd-solis hpca pib, model hpca 2110 was pump involved with complaint of inaccurate delivery. The investigation was relayed wrong on alarm. This is a complaint of inaccuracy . The device analysis relays that testing did not verify complaint of inaccurate delivery, as during testing the pump was within specification of +/-6%. The complaint was not verified in the event log.. For preventative measures , the device expulsor was trimmed. Overall condition on arrival of pump was good . Device passed and ready for service.

Manufacturer narrative:
Investigation results completed on a cadd solis 2110 smiths medical product. Device was in good physical condition on arrival to investigation site. Event log verified alarm. When testing was completed and duplicated, it was isolated to faulty air detector sensor. Unknown cause of event. DHR revealed no issue prior to release of device.

Event description:
Information received a smiths medical cadd solis 2110 pump infused incorrect volume of unknown fluid or medication. No patient injuries reported.